Manufacturer narrative:
Additional information received from customer technical support regarding this complaint: customer technical support determined that the incident reported was the result of a training/misuse issue. The patient is being referred to their health care provider by customer technical support for disease management. No product return is expected in relation to this incident as there was no product issue associated with this adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or errors were recorded in black box or alarm history indicating an interruption in delivery. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 34 mmol/l with associated extreme thirst, frequent urination and moderate ketones. The patient was reportedly treated by a health care provider at the hospital with IV fluids. The reporter confirmed that the pump¿s basal and bolus settings were adjusted. Troubleshooting was performed by animas customer support and it was determined that the pump was calculating the recommended bolus total correctly. This complaint is being reported because the patient allegedly experienced a blood glucose excursion while on insulin pump therapy; the alleged inaccurate delivery issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.